Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called to report for the customer of a hospitalization on (B)(6) 2016 due to high blood glucose levels. The nurse also reported multiple no delivery alarms that were able to be cleared. The customer's reading was 600 mg/dl. It was unknown how the customer was treated. The customer had not been wearing the device for 7 days, however, the customer reconnected to the insulin pump to perform troubleshooting. The cause of the event was due to diabetic ketoacidosis. The nurse performed troubleshooting, and after having the customer remove the infusion set they found a bent cannula. The nurse was advised that the high readings may have been due to the bent cannula. The customer was advised to change the set, reservoir, and insulin and treat. The customer was advised that they would be able to continue use of the insulin pump. The customer's insulin pump was not replaced or returned.